Event description:
In this case the customer reported that the operator could not hear the pt in the scan room (gantry) at the system console via the intercom system. Philips service confirmed that there was no harm to the patient or operator.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).